Manufacturer narrative:
Patient information was not provided for reporting. Additional device product code: hwc. Device remained implanted. Only metal chips were returned from broken screw. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be requested as specific part and lot numbers for the associated device was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery for proximal lateral tibia fixation. During the procedure, the screw thread broke and metal threads separated out of the screw shaft. It was then difficult to remove the threats. Product was implanted on patient and only metal chips were returned from broken screw. Reportedly, surgery completed using like products. Patient outcome was not reported. This report is for one (1) 5.0mm locking screw self-tapping 24mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery for proximal lateral tibia fixation. During the procedure, the screw thread broke and metal threads separated out of the screw shaft. It was then difficult to remove the threats. Product was implanted on patient and only metal chips were returned from broken screw. Reportedly, surgery completed successfully using like products. Patient outcome was not reported. This report is for one (1) 5.0mm locking screw self-tapping 24mm. This is report 1 of 1 for (B)(4).

Event description:
There was no patient harm reported. Procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.